Event description:
In 2005 pt had the following procedures: c5-6 anterior cervical diskectomy, anterior interbody fusion with fibular allograft c5-6, anterior spinal instrumentation c5-6 with mystique cervical plate. Improvements of symptoms post op. Pt developed kyphosis so a revision surgery was done. Four mystique screws were fractured and removed. Plate intact, bone graft fractured and displaced. Revision acdf c5-6, posterior instrumentation fusion c5-6 with mountaineer posterior lateral mass screws.